Manufacturer narrative:
The pump was received with blank display due to corroded interface board. The operating currents, self-test, unexpected error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify battery out limit and failed battery test, were unable to be conducted due to blank display. The pump had minor scratched lcd window, scratched case, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's father reported via phone call of issues with customer's insulin pump. The father states the customer has received failed battery test, battery out limit alarms and blank display. The customer's blood glucose level at the time of incident was 282mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.